Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 65 mg/dl despite a blood glucose of 365 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. Additionally, the customer mentioned experiencing blood glucose values in the 40 mg/dl. The patient treated via apply juice. Troubleshooting was declined for their low blood glucose. The sensor and insulin pump will not be returned for analysis.